Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. A functional test was performed. The distal end of the drain was put into a reservoir with water and the bulb was squeezed. The system was functioning properly. The bulb was filling in with the water.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2011 and a drain was placed. After the patient was moved to the ward, there was no drain suction. The drain side of the adaptor was found to be clogged. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.